Manufacturer narrative:
The devices were not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no device/lot information was provided. The reported patient effects of recurrent and unchanged mitral regurgitation (mr), cardiogenic shock, myocardial infarction, and thrombus as listed in the mitraclip ntr/xtr instructions for use, as known possible complications associated with mitraclip procedures. Causes for recurrent and unchanged mitral regurgitation (mr), cardiogenic shock, myocardial infarction, and thrombus could not be determined. The surgical procedure, hospitalization, additional therapy/non-surgical treatment were likely due to case specific circumstances there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date: estimated. The clips remain in the patients. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article: percutaneous edge-to-edge repair of the mitral valve in patients with degenerative versus functional mitral regurgitation.

Event description:
This is filed to report serious injuries. It was reported through a research article identifying mitraclip that may be related to the following: patient deaths, recurrent mitral regurgitation, unchanged mitral regurgitation, cardiogenic shock, myocardial infarction, thrombus, re-clipping, surgical intervention and re-hospitalization. Details are listed in the article, titled ¿percutaneous edge-to-edge repair of the mitral valve in patients with degenerative versus functional mitral regurgitation.¿